Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported issues with length of the device and pump migration may have been due to a potential measurement error at implant.

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) was not satisfied with the length of his device as rear tip extenders (rtes) were initially oversized. In addition, it was noted that the pump was pulling up; therefore, a surgical procedure was performed, during which the cylinders and rtes were removed and replaced. There were no patient complications reported.